Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary #(B)(4). Performance data was received and analyzed. The save to disk primary finding noted the lead impedance for the pacing rv was out of range high.